Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2015-03072. Additional information received identified the patient is "doing well" following reprogramming and as a result is not moving forward with surgical intervention.

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2015-03072. It was reported that one of the patient's scs leads(unknown which serial #) has migrated. It was also reported the patient has not received effective right side stimulation since implant. Surgical intervention may be taken at a later date to address the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.